Event description:
It was reported via maude adverse event report that the central insertion kit spring wire guide (swg) stripped during the insertion procedure. Patient outcome was disability. There is no additional information available. It is noted that the information was received by teleflex regulatory manager while searching the maude adverse event report database.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.